Manufacturer narrative:
Further investigation is being conducted and the information will be included in the final report.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. When the medical device returned to gore, following observations were made: the deployment knob was pulled approximately 28 cm from the hub. The deployment line was not freely mobile in the dual lumen. Kinks were noted in the distal shaft at the transition and 0.5 cm distal to the transition. The outer zipper was fully deployed, and the inner zipper was deployed to allow 3 cm of distal endoprosthesis expansion. The endoprosthesis was displaced slightly over the tip, exposing 0.7 cm distal shaft at the transition.

Event description:
A gore® viabahn® endoprosthesis was used to treat an occlusion in the right superficial femoral artery distally). It was reported to gore that when medical device deployment was initiated a high force was required. It was observed that on the distal part of the endoprosthesis a partial deployment occurred (about 1-2 mm). The decision was made to remove the device trough the sheath. The procedure was completed implanting another gore® viabahn® endoprosthesis (pah051002 lot 12175110). The outcome was good and the patient is doing well.